Event description:
Healthcare professional reported "about 2 months' after injection with juvederm voluma xc in the malar area and juvederm ultra plus xc in the lips, the patient experienced facial swelling including under the eyes and the jowl, as well as inflammation. The healthcare professional suggested the patient treat with an "antihistamine" and ice packs. The patient was evaluated by an allergist, dentist and an ear, nose and throat specialist. The injecting healthcare professional noted the allergist did not believe the reaction was related to the patient's "ongoing allergies" and that the dentist did not believe the reaction was to a dental complication. The ear, nose and throat specialist ordered a CT scan which, per the injector, "determined tha the patient's symptoms are related to an inflammatory response caused by a shift of the product". The patient returned to the injecting healthcare professional for additional treatment with kenalog. Four days later, the patient called the healthcare professional to report their lips were "swelling, turning bright pink and itching". Upon observation, the injecting healthcare professional noted the swelling was "almost nodular" on the inside of the lips and prescribed solu-medrol. The patient's swelling is resolving. The injector believes the patient's symptoms were an "overall allergic reaction". This is the same event and the same patient reported under MDR ID # 3005113652-2014-00609 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvederm voluma xc.

Event description:
Further follow up from the patient revealed that the symptoms resolved after having multiple treatments with prednisone, steroid injection, and benadryl. The symptoms resolved 3 months after the initial medical intervention.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling, inflammation, "sift of the product", "bright pink" coloration, itching, allergic reaction, and nodular appearance are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.